Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged introducer sheath was confirmed; whoever, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 4.5fr microintroducer peel-apart sheath. Usage residues were visible on the depicted device. The sheath had been completely peeled. One of the orange handle tabs was detached from the grey sheath. The detached region of the sheath appeared irregular. The handle tab was clearly detached from the sheath; however, inspection of the submitted photographs was insufficient to identify the cause of the detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile damage and a poor bond between the handle tab and the shaft.

Event description:
It was reported by the customer that "I placed a PICC earlier today and when it came time to remove the peel-away portion of the microintroducer, one of the orange tabs separated from the sheath, which resulted in having to remove the rest of the sheath manually. Luckily, there was enough of the sheath to grab and I was able to remove the entire sheath without further incident. A statlock was used for securement." It was stated there was no urgent/life threatening medical situation involving the event. There was no negative impact to the patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "I placed a PICC earlier today and when it came time to remove the peel-away portion of the microintroducer, one of the orange tabs separated from the sheath, which resulted in having to remove the rest of the sheath manually. Luckily, there was enough of the sheath to grab and I was able to remove the entire sheath without further incident. A statlock was used for securement." It was stated there was no urgent/life threatening medical situation involving the event. There was no negative impact to the patient.